Event description:
During troubleshooting of an unrelated alarm, it was reported that the care giver (cg) had disconnected and reconnected solution bags. The event occurred during fill four while the home patient (hp) was connected. The technical service representative (tsr) advised to end therapy but the cg want to continue therapy as there was solution in the heater bag. The cg stated they would call the registered nurse (rn) for advice. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. (B)(4).

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error - reuse of single-use product where the caregiver disconnected and reconnected solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.